Event description:
The patient underwent the surgery with t2 scn. After surgery, the patient felt pain at the condylar screw. The patient was revised to remove the condylar screw. This case was acquired from the central japan journal of orthopaedic surgery & traumatology (case 2).

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.